Event description:
It was reported that the patient received inappropriate hv therapy. Post-sensed t-wave oversensing and intermittently low r-wave amplitude were noted via stored egm. Diagnostic imaging revealed externalized conductors. Programming changes were made and tachycardia therapy was turned off to prevent further inappropriate shocks, as the patient is battling cancer.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.